Manufacturer narrative:
(B)(4): d10: item # unknown, unknown glenosphere, lot # unknown. Item # unknown, unknown bearing, lot # unknown. Item # unknown, unknown tray, lot # unknown. Item # unknown, unknown baseplate, lot # unknown. G2: foreign - event occurred in australia. H6: proposed component code - mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. Attempts have been made and no further information has been provided.